Event description:
The following has been reported: biomed reported: these pumps are having cassette issues. They have been properly cleaned and reset; problems still happen even with different cassettes. No reports of stopped infusions or patient harm a preliminary review identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for sticky pins. Upon investigation it was noted all fva pins were dragging substantially. The device was investigated internally and it was found that the fva pins were substantially contaminated as well as the upper loading pins being slightly contaminated. A thorough cleaning was performed and all drag was resolved. Pump was subsequently able to infuse normally.